Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot number ljh364-8307h, and no non-conformances were identified. Summary: an unused opened sample of product code 8307, lot ljh364 was returned for analysis. The product code is double armed. During the visual inspection, the swage and attachment area were noted to be as expected. The suture was dispensed without problems and examined along of the strand and no defects, damaged or suture breakage were noted. A functional test was performed and the tensile strength force was above the minimum requirement. Per the condition of the sample, no performance - breakage suture was found and the tested sample met the finished goods requirements. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The event description states '3 times at same lot number'; please verify how many devices were involved in this complaint? How was case completed?

Event description:
It was reported that the patient underwent an unknown procedure on (B)(6) 2019 and the suture was used. During the surgery, the suture breakage occurred. Another like suture was used. There were no patient consequences reported. Additional information has been requested.